Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735786r, serial/lot #: (B)(6) ubd: , UDI#: (B)(4). H3, h6) the system was serviced in the field. In summary the computer was replaced. Codes b01, c07, and d02 are applicable. H3, h6) the product ID: 9735786r, lot number: 2307g00795, returned to the manufacturer for analysis. When the main power was applied, only four of the universal serial bus's (usb) received power. The main powered up for a brief moment and then shut down. The monitor did not receive any image at all. Codes b01, c13, and d02 are applicable. H6) multiple annex a codes were applied to capture this event. A0708 captures the failed power supply, a0902 captures the no video detected, and a110201 captures the system not booting. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when turning on, no video output detected on monitor. On investigation, 48 volts of direct current (vdc) going to the personal computer (pc) but pc would not power on. The system would not boot to the application. Appeared pc power supply had failed. Occurred during service visit, fault not detected during/pre clinical case. There was no patient present.